Manufacturer narrative:
A getinge field service engineer (fse) checked the machine and reset all connection of display assembly, but problem remains same. Fse suspected display is defective. Fse replaced the display ,lcd panel. Handed over the equipment to the customer in good working condition.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - 141001), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer (fse) found that black spots are appearing on the display. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : device not repaired.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) has black spots appearing on display. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code) updated data: b4, e1(initial reporter), e2, e3, g3, g6, h2, h10, h11

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) has black spots appearing on display. There was no harm reported.